Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor damaged the connected ventilator. Patient involvement is unknown. (B)(4).

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The compressor mini was investigated on site and the thermoelectric cooler was replaced and returned for investigation. The thermoelectric cooler contains of a peltier element there the moisture in the compressed air will condense. The warm side of the peltier element is connected to a heat sink and a fan to lead heat outside of the compressor. There is an overheating protection if the temperature is too high. The thermoelectric cooler was installed in a compressor mini for simulated use testing. No alarms were generated or other problem occurred during the test. The thermoelectric cooler was working as expected. According to the user in the compressor mini have been in constant used for two month. The root cause has not been determined. (B)(4). Ref. Exemption #: e2018003. (B)(4).